Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using an insulin pump, with continuous readings below 40 for approximately three hours overnight, and treated the event with oral carbohydrate in the form of orange juice; the cause related to the device or use was not established and device component involvement could not be determined. Symptoms included hypoglycemia and lethargy. Outcomes included no health consequences or lasting impact once treated. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed that no specific device problem could be identified due to insufficient information and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.